Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin, angle, jawline, malar, and ck4 with 2 syringes of juvéderm® voluma¿ with lidocaine. Two weeks later, the patient was injected in the mandibular angle and pre-jowl with 1 ml of juvéderm® volux¿. Three months later, the patient experienced ¿edema and pain¿ in the left mandible and the injection site. The patient was advised to take predsim for 3 days. The patient improved and did not return, but ¿etip (persistent intermittent late edema)¿ was suspected. Two months later, the patient was given dysport. Four months later, the patient was given biostimulator rennova® diamond. Four days later, the patient received pdrn evo. A flu vaccine was also provided that month. Three months later, the patient was given replacement filling at the dentist. One month later, the patient reported the event came back in the left mandibular with ¿swelling and pain.¿ the next month, the patient underwent a usg that showed ¿edema of the subcutaneous tissue at the angle of the left mandible, with no evidence of an associated collection.¿ around a week later, there was right mandibular ¿swelling.¿ on examination, ¿large hard palpable nodules¿ in the bilateral mandibular angle and the prejowl mandibular contour. The patient was given nimesulide for 5 days and clavulin 875 twice a day for 7 days with no improvement. A week later, the patient was prescribed predsim 40 mg/day for 7 days that was gradually reduced, clarithromycin 500 mg 2x day for 30 days, and ciprofloxacin 500 2x day for 30 days. Due to worsening of the ¿inflammatory signs,¿ the patient was then given hyaluronidase 10 ml (reductonidase®- 1500 iu diluted in 5 ml of 0.9% saline solution). Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿.